Event description:
It was reported that prior to starting a da vinci-assisted endometriosis resection surgical procedure using an xi system, and before surgical port placement, the site contacted intuitive technical support engineer (tse) to report c00 with m11 on erbe. The tse reviewed the logs and found erbe-related error messages c00, m11, and c33. The tse advised the customer to reboot the erbe; after reboot, c33 was displayed. The tse explained the system might operate using classic mode and lower energy settings, which would need to be tested. The surgeon elected to test the setup without a patient. The tse later called back and instructed the site to shut down the erbe, unplug it for 20 seconds, reconnect it, and restart it. The caller reported c33 error again. The tse inquired whether another da vinci system was available; the site had a second system, but it was in use. The tse inquired whether a forcetriad generator was available; the site reported it had been replaced with an ft10, and the tse advised that the ft10 is not compatible. The caller reported they performed a dry test (no patient) and the system worked. The site planned to complete the procedure as planned using limited erbe functions and e100. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.